Event description:
On (B)(6) 2016, information was received from a consumer regarding a female patient who was receiving an unknown drug via an implantable pump for an unknown indication. On an unknown date, the patient had problems with her pump. Patient symptoms were not reported. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.